Manufacturer narrative:
During use, the stent of the genesis stent delivery system (sds) .035 10.0x25 135 slipped off the balloon and is now on the shaft. There was no patient injury. The device was stored, handled, and prepped per the instructions for use (IFU). There any difficulty experienced in prepping the device. During prep, the stent was not manipulated and the stent was properly mounted on the system when inspected prior to use. The access site was femoral. A contralateral approach was not used. There were no problems advancing the balloon. The devices did not kink or bend at any time during the procedure. No other information was provided. One non-sterile genesis .035 10.0x25 135cm sds was received coiled for analysis inside a plastic bag. Per visual analysis the stent was observed moved from its original position and a partially inflated balloon could be observed. No other anomalies were observed. Per microscopic analysis stent strut marks were noted on the partially inflated balloon. A product history record (phr) review of lot 82211306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural or handling factors may have contributed to the event as evidenced by a partial balloon inflation noted during analysis. Additionally, the marks of the stent where the stent was originally placed could be noted on the balloon during microscopic analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the stent of the genesis stent delivery system (sds) .035 10.0x25 135 slipped off the balloon and is now on the shaft. There was no patient injury. The device was stored, handled, and prepped per the instructions for use (IFU). There any difficulty experienced in prepping the device. During prep, the stent was not manipulated and the stent was properly mounted on the system when inspected prior to use. The access site was femoral. A contralateral approach was not used. There were no problems advancing the balloon. The devices did not kink or bend at any time during the procedure. The device is available for analysis. No other information was provided.